Event description:
It was reported that during the procedure, a 2.0x15 mini trek rx balloon dilatation catheter was advanced onto a balance middleweight (bmw) universal ii guide wire, and to a heavily calcified, concentric, 99% stenosed, de novo lesion in the distal right coronary artery, with resistance felt during crossing of the lesion. During the first inflation to 8 atmospheres, using an unspecified inflation device, the balloon ruptured after 10 seconds. The mini trek was withdrawn from the patient anatomy without resistance. Dilatation was completed using a non-abbott balloon dilatation catheter, followed by deployment of a xience v stent. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, the conclusive cause of the reported difficulties could not be determine, there is no indication of a product deficiency.